Manufacturer narrative:
The customer reported that the vital sign numerics on the all bed screen were not showing up. The nihon kohden clinical application specialist (cas) had the customer power cycle the cns. The customer stated that the power cycling resolved the issue and that all values were showing correctly. Device not sent, fixed over the phone.

Event description:
The customer reported that the vital sign numerics on the all bed screen were not showing up.